Event description:
It was reported that during a generator change-out, the insulation of this right atrial (ra) lead appeared to be damaged. The physician decided to surgically abandon this lead and the ra port was plugged. No additional adverse patient effects were reported.